Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publ ications. Patient information is limited due to confidentiality concerns. One patient had emergent generator replacement. The baseline gender/age characteristics is male/71 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Oral abstract: effects of dual-energy lattice-tip catheter ablation of ventricular tachycardia on cardiac implantable electronic device performance. Heart rhythm 2026 oral abstract presented on april 25, 2026 at hrs2026 and abstract was available after the presentation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding evaluation of changes in cardiac implantable electronic devices (cieds) function following ventricular tachycardia (vt) ablation performed with the sphere-9 catheter. Forty nine patients were included. No patients required cied revision. One patient with crt-d experienced acute pulse generator failure during pulse field ablation (pfa) ~7.5 millimeters (mm) away from the tip electrode of an lv lead requiring emergent generator replacement. The status of the device is unknown. No additional adverse patient effects were reported.